Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow up 45 days post procedure, the patient was instructed to discontinue eliquis and continue aspirin and plavix for the following six months. At a routine examination one year post index procedure, echocardiogram revealed a thrombus on the closure device. The patient was put back on eliquis and will have a follow up tee in six months. No patient complications were reported.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow up 45 days post procedure, the patient was instructed to discontinue eliquis and continue aspirin and plavix for the following six months. At a routine examination one year post index procedure, echocardiogram revealed a thrombus on the closure device. The patient was put back on eliquis and will have a follow up tee in six months. No patient complications were reported. It was further reported that the echocardiogram findings misidentified a myxoma as a thrombus. No post procedural thrombus occurred.